Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge the customer experienced difficulties removing the cartridge from the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 231 mg/dl.